Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was not able to replicate the reported complaint. The instrument was placed on an in-house system and passed energy activation. Grip force testing of all wrist orientations were found to be within specifications. The instrument passed the electrode gap test and the gap was found to be within specifications. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the following conclusion: during a da vinci assisted low anterior resection procedure, it was reported the vessel sealer instrument did not seal. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported sealing issue could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted low anterior resection procedure, the vessel sealer instrument would not seal. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.